Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on the first distal row, stent struts were lifted and pushed proximally on one side. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during the withdrawal attempts. As part of the analysis, the manufacturing data for the stent length of the returned device was performed. The stent length for the returned device at the time of manufacture was within the synergy ous (3.00 x 20 mm) stent length specifications. The stent protector was returned covering the crimped stent and balloon for the returned device. The ID (inner diameter) of the returned stent protector was measured. Based on the stent protector ID measurement and the crimped stent profile measurement, there is no issues to note with the interaction between the 2 components. The balloon cones were reviewed and it was noted that the proximal balloon folds were bunched and crushed. This type of damage most likely occurred when placing the stent protector over the crimped stent and balloon for shipping the device for return. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 20-apr-2018. It was reported that a shorter stent was selected for use. The de novo target lesion was located in the left anterior descending artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. After crossing the lesion, the physician found the 3.00 x 20 stent a bit short. The procedure was then completed using a 3.00 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a distal stent damage.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the lesion length was 18-22mm.